Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted one used (1) magic3 isc in opened packaging. The tip of isc had a nick. Therefore, the product did not meet specifications. The potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported failure. Correction: f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that customer was using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on (B)(6) 2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. They made it clear that this was an intermittent catheter and not a female external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer was using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on (B)(6) 2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the uti. They made it clear that this was an intermittent catheter and not a female external catheter. The lot# was unavailable.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted one used (1) magic3 isc in opened packaging. The tip of isc had a nick. Therefore, the product did not specifications. The potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer was using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on 25jul2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. They made it clear that this was an intermittent catheter and not a female external catheter.

Event description:
It was reported that customer was using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on 25jul2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. They made it clear that this was an intermittent catheter and not a female external catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received one used (1) magic3 isc in opened packaging. The isc was analyzed with guidelines. Visual inspection noted the tip of isc has excess silicone measuring 0.0595". Therefore, product does not meet specifications. Although an exact root cause could not be determined, a potential root cause could be mandrels touching each other within the pallet. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.